Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced flow issues. The following information was provided by the initial reporter: flushing or priming the set is not possible.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/21/2022 h.6. Investigation: one 2420-0007 sample was received without packaging, however the lot number was indicated as 20056295. A baxter IV bag of nacl was also received connected to the returned infusion set. As part of the feedback, the customer also provided a photograph of the affected sample; analysis of the photograph confirmed that the silicone appeared slightly deformed, however no obvious source of occlusion was visible. Functional testing involved connecting the 2420-0007 sample to a IV bag from bd stock and flushing with fluid; no sources of occlusion or flow restrictions were observed throughout testing. A review of the production records for lot 20056295 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced flow issues. The following information was provided by the initial reporter: flushing or priming the set is not possible.